Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Was there any change to the procedure or post-op patient care: no; what is the patients current status: post op normal.

Event description:
It was reported that during right liver resection, in the clipping phase, the device got stuck and caused the rupture of the hepatic vessel. The operator refers to have heard a click. The device was removed slowly. Suture was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # n90y93. The analysis results found that the mcm20 device (b) was returned with no damage in the external components. The instrument was noted to have the jaws open. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to the firing mechanism was jammed in the open position. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the antibackup lever were found to be out of its intended position, jamming the firing mechanism in the open position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.